Manufacturer narrative:
At this time, no decision had been made about re-implanting a new system and the patient would be seen in clinic in due course. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) system presented to the local hospital with pyrexia, rigors, and pain at device insertion site. Antibiotics were administered for an infection at the device incision. Blood cultures confirmed staphylococcus aureus and intravenous antibiotics were administered. The next week the patient was transferred to another facility and the crt-d device and associated leads were explanted successfully. The patient was transferred back to the original hospital for recovery and continued IV antibiotic treatment. No additional adverse patient effects were reported.